Manufacturer narrative:
Conclusions: pt factor contributed to formation of thrombosis. No failure detected and product within specs. A mfg records review confirmed this valve satisfied all material, dimensional and performance requirements at the time of MFR and release.

Event description:
The valve has been explanted.